Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product(s): 5076-45, implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that within a few days of implant, there was a microdislodgement. R-wave sensing had decreased, with oversensing also noted. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.